Event description:
Through additional follow ups with the end user, it was identified that this is a duplicate complaint which was already reported under manufacturer report number: 1220908-2025-03518. The initial report was submitted to the FDA on 24sep2025. The supplemental report was submitted to the FDA on 16dec2025.

Manufacturer narrative:
Through additional follow ups with the end user, it was identified that this is a duplicate complaint which was already reported under manufacturer report number: 1220908-2025-03518. The initial report was submitted to the FDA on 24sep2025. The supplemental report was submitted to the FDA on 16dec2025. Please refer to the supplemental MDR #1220908-2025-03518-01 for results of the investigation findings previously submitted on 16dec2025.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 68-year-old male patient, the device inappropriately shut down. Complainant indicated that the patient subsequently sustained a serious injury. The customer was unable to provide information on the patient's injury.